Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6. Investigation: three samples were received by our quality team for evaluation. Two samples were received from batch 0275569 and one sample was received from batch 0275565. The valve was removed from the cannula hub from the first sample, the valve and cannula hub were visually inspected. Damage was observed on the valve as well as scratches on the inner side of the cannula hub. No abnormality was observed on the second sample. Upon visual inspection of the third sample, the valve was observed to have moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. For the damage to the valve on the first sample, the manufacturing process was reviewed, and it is not possible to cause the condition of the returned sample. The sample could have been subjected to manipulation by the user to remove the valve using a sharp object. CAPA#1379444 was initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then a drug was applied. Resistance was suddenly gone. Blood came gushing out of the injection port.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then a drug was applied. Resistance was suddenly gone. Blood came gushing out of the injection port.